Event description:
Pt did meter to hcp meter comparison tests, side by side. The results were 113 mg/dl on pt's meter, and 144 mg/dl on pt's nurse's meter (type unknown). Pt did not have any symptoms. On follow up the pt stated that they have been getting low readings for a while. Pt is recovering from a broken leg, ribs, and wrist. Pt stated that a control test had failed low. No harm was alleged.